Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that the craniotome device had a broken tip. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip was drilled into and broken. Therefore, the reported condition was confirmed. The assignable root cause of the craniotome malfunction was failure to follow the directions for use because when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the device could be forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. It was noted that the craniotome fractured due to improper burr insertion and component damage caused by user error. It was also noted that the color bands were coming off. The root cause of the color bands coming off were due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.